Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump command (cpc) was at 70 percentage in bypass mode. They discussed this was indicative of a failed circulation pump and would email for pricing and service options for 2k hour service and loaner. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the hot side connector from the power inlet module to the ac main voltage circuit card was observed to be blackened. Also, tank seals were found deteriorated and torn away from the fill tank. This is per the evaluation found in (B)(4).

Manufacturer narrative:
The reported issue was confirmed CAPA related. The root cause is addressed under CAPA # 1405844. Per CAPA # 1405844, "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" during evaluation, a visual inspection of the components confirmed that the connector was blackened. The ac main voltage circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Risk and DHR review not requires as the reported issue is CAPA related. A labeling review was not required as labeling could not have prevented the reported issue. CAPA 14005844 has been opened for this failure. Refer to the CAPA for further action. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump command (cpc) was at 70 percentage in bypass mode. They discussed this was indicative of a failed circulation pump and would email for pricing and service options for 2k hour service and loaner. Per sample evaluation results received via task on 11jun2025, it was reported that the hot side connector from the power inlet module to the ac main voltage circuit card was observed to be blackened. Also, tank seals were found deteriorated and torn away from the fill tank. This is per the evaluation found in (B)(4).